Manufacturer narrative:
The device has not been returned for evaluation to date. During the manufacturing process, catheters are leak, flow, and burst tested to ensure their integrity. Additionally, the instructions for use indicate several ways users can prevent catheter damage. If the device or images are submitted in the future, an evaluation will be performed. A follow-up report will be submitted at that time.

Event description:
It has been detained under conformity found in the product 24305-catheter n 22 ga (07 mm x 20.3 cm) - lot: 11189243 of the supplier bd that presents quality breakdown (catheter break) in the rn with phlebotomy of the left axille veil.

Manufacturer narrative:
A review of the device history records was conducted and no similar concerns were found. An unopened sample was returned for evaluation. The sample was opened and no issues were noted with the catheter. Based on the returned sample, this complaint cannot be confirmed. The most probable cause for the breakage may be related to an event within the user environment.